Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A administrative manager reported that during renovations in the laser room, workers noticed a gas leak and a worker felt bad. Gas cylinder was removed from the laser and transferred to another room. Upon follow up, the worker is reported to be feeling fine now.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. During an onsite visit, the field service engineer (fse) performed periodic inspection, checked connection of the gas cylinder after dismantling by the user, checked for leakage and cylinder and if hand piece was tight. Fse confirmed there was no information on any potential gas leakage before. According to the laser manufacturer's rules, only authorized services can replace a gas cylinder. Operation manual was not followed according to fse. The manufacturer internal reference number is: (B)(4).